Manufacturer narrative:
Underwater leak testing revealed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 7/29/96. On 8/2/96 after iabp for about four days, the "gass loss" alarm sounded from the co's pump. The pump was changed to another model. The pt went to surgery and the pump was changed back to the same pump. The "blood alarm" sounded but no blood was noted. When the iab was removed, "brown flecks" were noted in the iab membrane. A second iab was inserted.